Manufacturer narrative:
Concomitant medical products: product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013. Product type: lead: product ID 37746, serial# (B)(4). Product type: programmer, patient: product ID 37754, serial# (B)(4). Product type: recharger. (B)(4).

Event description:
It was reported that the device was explanted. The patient was reportedly implanted with a medtronic device after having issues with a competitor¿s device. The patient had their medtronic device programmed and was given thorough post-operative education on (B)(6) 2013. On (B)(6) 2013 a manufacturer representative received a message stating that the patient had some ¿medical question¿ and that the patient was still in the hospital. The patient was referred to their health care provider. The following week the patient was readmitted through the emergency room and the patient was offered more programming and education at that time. It was then reported that the patient was explanted on (B)(6) 2013. Cultures were reportedly taken but were still pending at the time of the report. It was noted that the patient had redness and swelling.